Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, when the screw insertion was checked with the c-arm, the chipped guide wire (about 5 mm long) was found near the screw tip. When the removed guide wire was checked, it was confirmed that the guide wire's tip had been broke and lost. The surgeon decided to leave the fragment in the patient's body and completed the procedure. The patient outcome was unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown ). This complaint involves one (1) device. This report is for (1) viper2 1.45 dia guidewire, blu. This is report 1 of 1 for (B)(4).